Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was experiencing diaphragmatic stimulation and the right ventricular (rv) lead had unstable and high thresholds. The lead also had an impedance warning triggered for high impedance. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor of the lead and it was not obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted that visual inspection found the outer insulation was cuts, and a large amount of blood visible on the proximal conductor. According to the finding and the anomalies described in the event and due to the length of implant, it is likely that the extrinsic insulation breach observed during analysis occurred at implant and it is likely the cause for the electrical complaints of high thresholds. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead exhibited varying impedances.